Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level would elevate to 400 mg/dl and insulin injections were used to lower the bg level. As the occlusions had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. Reportedly, the customer was using apidra insulin.